Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse reviewed the error logs and discovered that ¿leak in iab circuit" occurred several times. After evaluation, the fse could not duplicate or find a leak. However, the fse did find that the filter in the blood detect tubing was saturated. The fse replaced the tubing, and performed iabp functional and safety tests. All operations were good and the unit was returned to customer for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed ''system leak''; gas leak. The cs300 was swapped with another iabp and therapy continued. No patient harm or adverse event ws reported.